Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle leaked near the luer-lock connection while reconstituting the pfizer biontech vaccine. The following information was provided by the initial reporter: "3ml bd eclipse injection needle with bd luer-lok syringe began to leak near luer-lok connection during reconstitution. Diluent leaked outside of syringe onto clean field. Unable to be sure how much diluent leaked, therefore resulting in wastage of entire vial of pfizer biontech vaccine."

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle leaked near the luer-lock connection while reconstituting the (B)(6) vaccine. The following information was provided by the initial reporter: "3ml bd eclipse injection needle with bd luer-lok syringe began to leak near luer-lok connection during reconstitution. Diluent leaked outside of syringe onto clean field. Unable to be sure how much diluent leaked, therefore resulting in wastage of entire vial of (B)(6) vaccine."